Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: it was noted that the x ray dot was dislodged and a cut/tear in the silicone housing after the valve mechanism was also noted. The valve was hydrated for about 27 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed passed no occlusion was noted. The valve was leak tested, leaked from the cut/tear in the silicone housing. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 40mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: damage to the valve casing was noted as well, the x-ray dot was found between the cam mechanism and the stator, corrosion was noted on the x-ray dot. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 9th march 2000. The root cause of the programming problem is due to the x-ray dot between the cam mechanism and the stator. The root cause of the x-ray dot dislodgment on chpv has been investigated though CAPA. CAPA concluded that several factors may contribute to the dislodgement of chpv. Trauma to the valve, whether it occurs while implanted or at explant, could be the root cause of the dislodgement. Galvanic corrosion could not be established as a direct root cause for dislodgment, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. The root cause of the cut/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone or a hard knock to the valve, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. The root cause for the damage valve casing could be due to some form of impact to the valve, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female patient with sah in 2002. The initial pressure setting is unknown. In (B)(6) 2015, the patient underwent surgery for rathke's cleft cyst. In (B)(6) 2015, the surgeon tried to change the pressure setting but it could not be changed, and he decided not to replace and left the setting as it was. In (B)(6) 2016, the patient underwent surgery for the head and neck, and the patient had consciousness disturbance during surgery and then she was diagnosed with hydrocephalus. The surgeon tried to adjust the setting again but it could not be changed, so the device was replaced with certas on (B)(6) 2016. Although contrast radiography was not performed, fluid flow through the valve was confirmed after the removal and occlusion of the shunt system was not noted. The patient is currently being monitored. According to the surgeon, a long time use of the device for about 14 years may have contributed to the event.